Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise. The cause of the noise remained unknown. A revision procedure was performed where the other manufacturer's rv lead was surgically abandoned and replaced. The crt-d remained in service and no adverse patient effects were reported.